Event description:
Additional details were provided noting the device "moved in ac" as well. The event resolved with the implantation of the new xen device.

Manufacturer narrative:
Additional information: b.5. And h.6.

Manufacturer narrative:
Further information from the reporter regarding event and patient details has been requested. No additional information is available at this time. The event of incorrect placement is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen 45 gel stent in the right eye stopped working, was explanted, and replaced with new xen.